Event description:
A male underwent a sweat test to test for cystic fibrosis. About 2 minutes into the pilocarpine iontophoresis procedure to induce sweat, the patient became agitated and indicated pain specifically under the positive electrode. The test was discontinued, the electrode was removed and there was a black dot (1-2mm) which was verified by a physician as a burn. The pilogel disc was examined and appeared to be intact. The test was immediately repeated without incident.